Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red light activating when charging the 14v lithium-ion battery was confirmed during testing. The 14v lithium-ion battery, serial number: (B)(6), was returned for analysis, and upon initial observation, the physical condition was found to be unremarkable. The battery¿s fuel gauge was interrogated and indicated that the battery had a moderate charge, and the relative state of charge (rsoc) was lower than expected for having 3 leds active on the fuel gauge. Additionally, the led closest to the button would intermittently turn on and off when the fuel gauge button was pressed. There were no other issues with the battery fuel gauge parameters. Upon being placed into a universal battery charger (ubc), a b0013 error code appeared, indicating an issue with the rsoc line check test. The battery was milled open to inspect the internal components on the battery¿s main printed circuit board (pcb). Circuit analysis of the battery¿s rsoc circuitry revealed that one of the components had become compromised. Further analysis revealed that a d flip-flop integrated circuit (ic) u7 was outputting an incorrect signal, causing one of the transistor gates controlling the rsoc to be open, dropping the rsoc. U7 was replaced, resolving the issue. The fuel gauge¿s leds functioned as intended following replacement, and the repaired battery was able to charge to full without any issues arising. The root cause of the reported battery issue was determined to be due to a damaged integrated circuit. The testing documentation for the 14v lithium-ion battery, serial number: (B)(6), was reviewed and showed the battery passing all tests. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ address when a 14v battery needs calibration and how to perform calibration. The heartmate 3 lvas IFU (rev. D) section 8 entitled "equipment storage and care" and the heartmate 3 patient handbook (rev. A) section 6 entitled "equipment maintenance" describe how to care for and clean all equipment. The heartmate 3 patient handbook (rev. A) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a defective battery. There was a red light while the battery was in the universal battery charger. The batter was exchanged.